Manufacturer narrative:
The device was returned to olympus for evaluation and no abnormalities were observed. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had image noise. The video system center had pre use inspection and no problems were found. The issue was found during a therapeutic cholecystectomy procedure. The video image center was used in combination with an endoeye flex deflectable videoscope. The procedure was completed with another device. There were no reports of patient harm. This report is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by the connecting device, endoeye flex deflectable videoscope (ltf-s190-10), as the subject device had no device malfunction during evaluation. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.